Event description:
Abbott libre 3 plus sensor was in error mode, causing us to have to replace with another one, that also was in error mode. This caused a reactive hypoglycemic episode for my child in which she passed out and had a seizure. Patient code: 1912, 2418, 4406. Device code: 2588. Ref: mw5186936.